Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2007, the patient reported receiving blood glucose readings of "hi" on his blood glucose monitor and he felt "run down." He stated that his normal blood glucose levels are below 200 mg/dl. He stated that he bolused 10 units of insulin twice and his blood glucose did not lower. He stated that he then changed his infusion site, infusion tubing, and insulin cartridge and programmed a 160% basal rate increase. He stated that before connecting to his infusion site he bolused through the infusion tubing and he was able to see insulin drip. He then connected to his infusion site and bolused 10 units of insulin. The patient stated he does have scar tissue and he is on dialysis. The patient was advised to contact his physician. Further attempts to contact the patient for follow up were unsuccessful. The patient stated that he does have a catheter on one side of his abdomen and therefore, can only use one side for his infusion set insertion. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.